Manufacturer narrative:
Concomitant medical products: product ID; 8781, serial# (B)(4) implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient felt over-medicated with personal therapy manager (ptm) activations. The clinical diagnosis was reported as medication side effects with ptm activations. The severity was ¿mild¿. Per telemetry, the pa dose for dilaudid was 0.0800 mg, 1.066 mg for bupivacaine and 6.66 g for clonidine. The bolus restrictions on the ptm allowed forty per day, one every twenty minutes, and a dose restriction interval of three per one hour. The pump was reprogrammed on (B)(6) 2014 and the ptm dose was decreased. Per telemetry, on (B)(6) 2014 the pa dose for dilaudid was 0.0550 mg, 0.733 mg for bupivacaine and 4.58 g for clonidine. The bolus restrictions on the ptm allowed twenty per day, one every 20 minutes, and a dose restriction interval of three per one hour. The outcome was resolved without sequelae on (B)(6) 2015. The pump was used to infuse dilaudid (concentration 3.0 mg/ml and daily dose 2.4998 mg/day), bupivacaine (concentration 40.0 mg/ml, daily dose 33.331 mg/day) and clonidine (concentration 250.0 g/ml, daily dose 208.32 g/day).